Event description:
I have a disc problem. My c4-5 and c5-6 were compressed. I had surgery. Incision was made in the right anterior neck starting at the midline, metal interbody fusion followed by a trinica anterior cervical plate was placed in through my throat. This plate has caused spurring in my spine, breathing problem and I have two knots in my throat from this plate and pain. Other problem this metal that's in my mouth: nerve spasm, tingling in my throat. Device classification class ii. Product code (5) kwq, regulation number 21 cfr 888.3060.

Event description:
Additional information received from reporter on report #mw5042890: dear sir, I send in a consumer voluntary report (05/28/2015) about this cervical plate. This extensive artifact are intending the ventral cord and I have bilateral "pericartoid" lymph nodes. I never seen nothing like this in my life. When was a surgery such as this approved. Dr. (B)(6), md from (B)(6) did this surgery. Tel: (B)(6). I misplaced the number when checking on this on my computer. (B)(6) new number.

Event description:
Additional information received from reporter 07/07/2015: dear sir, I am sending copies of the x-rays showing the plate in my throat. This plate is causing a lot of problems, swelling, breathing problem, something moving in my throat. Sincerely, (B)(6).

Event description:
Add'l info received from reporter on (B)(6) 2015. I sent this x-ray hoping that FDA re-evaluate this metal plate with great consideration. When this plate is put near a person's throat it's causing to many problem. I hope no one ever go through what I am experience. This plate pushing in my throat.